Event description:
It was reported to philips that the c-arm was not rotating, and calibration failed during service on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed calibration and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).